Manufacturer narrative:
(B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, this device required explant after one (1) month due to perivalvular leak. Based on the available information, manufacturing defect was not confirmed. The root cause was reported to be most likely due to aggressive resuscitation performed on the patient on post operative day #1 as the leak was not previously observed on intra-operative echo. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm pericardial aortic valve was explanted after an implant duration of approximately one (1) month due to moderate to severe paravalvular (pvl). Per the operative report, the initial implant procedure went well without any complications and has a satisfactory single digit gradient. Prior to leaving the or, tee demonstrated trivial leak. On pod #1, from the initial implant procedure, the patient was extubated and had respiratory arrest following intubation resulting in cardiac arrest. A mucous plug was determined to be the cause of this event. Upon discharge, follow-up echo was performed and a moderate leak was noted. This leak was determined to be caused by aggressive resuscitation performed on pod #1 as the leak was not previously observed on intra-operative echo. At one (1) month post-op, the 23mm pericardial aortic valve was explanted via full sternotomy and intra-operative imaging revealed that the pvl appeared more mild, but an eccentric jet was still present. The mean gradient was 14mmhg and a peak gradient of 40mmhg. The origin of this was unclear. Once access was gained no obvious gaps were noted supra-annularly. A dental mirror was used to essentially view from inside out and it was noted that there was part of the valve that was not well adhered to the lvot. Valve repair was considered and it was ultimately decided to replace the valve with a 25mm non-edwards valve successfully. The stent frame of the explanted 23mm valve was noted to be misshapen. The explanted valve appeared to be slightly deformed/flattened on one side, but was not significant. This may have caused the leak and the eccentric jet noted. The exact location of the leak could not be identified. The patient left the or in stable condition.